Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned; therefore, an evaluation could not be conducted. A photograph of the device was provided. Inspection of the photograph was conducted. No holes could be detected from the photo and the reported leakage could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a solution administration set. The reporter stated that this caused a leak of unknown solution. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.